Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Qty 2.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A DHR review for 198722321 lps tib hinge insert med 21mm, lot code dd3ky4000, found no deviations. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical der was received. Patient was revised to address pain, stiffness, migration, and loosening. Loosening occurred at an unknown interface. Cement manufactured by depuy. Update 8/28/2016- der received. Patient was revised to address a broken stem of a poly insert.